Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s cgm alert for cgm values below 60 mg/dl (50 mg/dl and 44 mg/dl). The patient was asleep at the time of the event, awoken by her spouse but kept falling asleep. Her spouse provided her with food to increase her bg in response to the alerts; a bg was not performed at the time as the spouse was responding to the alerts. As the reporter was unable to control the situation, emergency medical services was called. The paramedics tested the patient¿s bg which was 502 mg/dl. The patient was treated with IV fluids and transported to the hospital where her bg per the emergency department (ed) was 367 mg/dl. Blood tests, a chest x-ray, and an ECG were performed; no additional medication was administered as tresiba (long-term insulin) had been previously administered by the patient. The patient was released from the ed after 11 hours once her blood glucose stabilized. Her bg at the time of release was 220 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.